Event description:
Atrial bipolar lead impedance warning on (B)(6) 2023. Suspected atrial under sensing on ventricular sensing episodes. Atrial lead issues are chronic. Model number / serial number: (B)(6), model number / serial number: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).